Manufacturer narrative:
(B)(4).

Event description:
Patient contacted on (B)(6) 2016 to report that they received a system message followed by a loss in data on (B)(6) 2016. No injury or medical intervention was reported.